Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Investigation results will be provided in the final report.

Event description:
It was reported that following an implant procedure on (B)(6) 2021, the patient became deceased on (B)(6) 2021. The physician determined the cause of death to have been pneumonia that developed after implant.